Event description:
The customer called philips due to feedback on crushed label. There was no reported malfunction for the device.

Event description:
The customer called philips due to feedback on crushed label. There was no reported malfunction for the device.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.